Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range pacing lead impedance measurement measuring, 2,005 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The device was re-programmed back to bipolar, and the upper rate limit was increased to 2,500 ohms. It was noted impedances have been gradually rising. Additionally, technical services reviewed a ventricular episode and found there was undersensing. Ts suspects a lead issue. At this time, the lead remains in service. No adverse patient effects were reported.